Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of rewind alarms. During testing, the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. A bolus was performed with 175 units remaining and a bolus was performed with 15 units remaining. No noticeable difference in delivery speed between the two boluses was observed. The pump was opened and no evidence of debris was found on the motor assembly. The complaint a motor rewind issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the pump did not "work as quickly when the cartridge gets around 20-10 units left in it." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.